Manufacturer narrative:
The patient discarded the aligners and they are not available for evaluation.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
A customer called in stating that their patient claims he experienced a reaction while wearing our sure smile aligner trays. He was in the aligners for [staged models 3] 1 lower tray 1 and he notice irritation and a bit of swelling of his tongue. He checked the aligners for roughness but determined that this was not the issue. He wore the trays at 2 week intervals up to tray 3. The patient could no longer take it and stopped wearing the trays. Patient got better within a week.